Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right device had perforated the fallopian tube") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, headache, fatigue, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, fallopian tube perforation, fatigue, genital haemorrhage and headache to be related to essure. The reporter commented: the surgery was much more complicated than what would have been required of a tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 2-jun-2015: essure coils in place; fallopian tubes occluded. Incident no lot n:umber or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right device had perforated the fallopian tube / perforation (fallopian tube(s))") and genital haemorrhage ("excessive abnormal bleeding, unexplained bleeding sometimes it would be red and other times it was black like old blood.") In a 41-year-old female patient who had essure (batch no. C91744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included asthma since 2012. Concomitant products included alprazolam (xanax) since 2002 for anxiety as well as diazepam since 2011 to (B)(6) 2013. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines"), the first episode of headache ("headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain"), 2 months 11 days after insertion of essure. In (B)(6) 2015, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), vision blurred ("blurry vision") and flank pain ("flank pain , lower back right side pain"). In (B)(6) 2015, the patient experienced chloasma ("melasma"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), the second episode of headache ("headaches"), abdominal pain lower ("cramping") and visual impairment ("eyesight seemed to be getting worse and became to the point of my not being able to see as well , even while I was wearing my eyeglasses"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, the last episode of headache, abdominal pain lower and visual impairment outcome was unknown, the fatigue, alopecia, vaginal haemorrhage, menorrhagia, chloasma, migraine, nausea, dysmenorrhoea, vision blurred and flank pain had resolved and the weight increased had not resolved. The reporter considered abdominal pain lower, alopecia, chloasma, dysmenorrhoea, fallopian tube perforation, fatigue, flank pain, genital haemorrhage, menorrhagia, migraine, nausea, vaginal haemorrhage, vision blurred, visual impairment, weight increased, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: the surgery was much more complicated than what would have been required of a tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: essure coils in place; fallopian tubes occluded results: total bilateral occlusion on (B)(6) 2015.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs, social media and medical record received. Medically confirmed case. Reporter and patient demographics were added. Medical history and concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, melasma , migraines, headaches, nausea, dysmenorrhea, blurry vision, weight gain, flank pain , lower back right side pain added from pfs and event eyesight seemed to be getting worse and became to the point of my not being able to see as well , even while I was wearing my eyeglasses added from social media. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right device had perforated the fallopian tube / perforation (fallopian tube(s))") and genital haemorrhage ("excessive abnormal bleeding, unexplained bleeding sometimes it would be red and other times it was black like old blood.") In a 41-year-old female patient who had essure (batch no. C91744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included asthma since 2012. Concomitant products included alprazolam (xanax) since 2002 for anxiety as well as diazepam since 2011 to (B)(6) 2013. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain"), 2 months 11 days after insertion of essure. In (B)(6) 2015, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), vision blurred ("blurry vision") and flank pain ("flank pain , lower back right side pain"). In (B)(6) 2015, the patient experienced chloasma ("melasma"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and visual impairment ("eyesight seemed to be getting worse and became to the point of my not being able to see as well , even while I was wearing my eyeglasses"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, abdominal pain lower and visual impairment outcome was unknown, the fatigue, alopecia, vaginal haemorrhage, menorrhagia, chloasma, migraine, headache, nausea, dysmenorrhoea, vision blurred and flank pain had resolved and the weight increased had not resolved. The reporter considered abdominal pain lower, alopecia, chloasma, dysmenorrhoea, fallopian tube perforation, fatigue, flank pain, genital haemorrhage, headache, menorrhagia, migraine, nausea, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: the surgery was much more complicated than what would have been required of a tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: essure coils in place; fallopian tubes occluded results: total bilateral occlusion on (B)(6) 2015.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right device had perforated the fallopian tube") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, headache, fatigue, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, fallopian tube perforation, fatigue, genital haemorrhage and headache to be related to essure. The reporter commented: the surgery was much more complicated than what would have been required of a tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: essure coils in place; fallopian tubes occluded . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-jun-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.